Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found the device in good condition. During the functional testing, a defective dso sensor was found. The customer reported issue was unable to be duplicated. The cause of the issue was unknown. The dso sensor was replaced but no further action was taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformance's during the manufacturing of the reported serial number.

Event description:
It was reported that was a problem battery. No more details were provided. There was no patient involvement.